Manufacturer narrative:
(B)(4). Investigation summary: a complaint of a cracked connection port was received from the customer. No product or photo was returned by the customer. The customer complaint of defective connector could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 24301-0007t because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem set 20dp dehp free ckv .2 fltr 1 ss experienced cracks, microchannel issues. The following information was provided by the initial reporter: material no: 2434-0007 batch no: unknown . Cracks in connection port.